Event description:
It was reported that one day post implant, the bi-ventricular pacemaker did not have any diagnostics available, and there was an observation regarding the atrial lead configuration. It was noted that the bi-ventricular pacemaker was being used for an unapproved application, with the atrial lead port plugged. The device was reprogrammed for the atrial lead, and implant detect was turned off. The pacemaker remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.